Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system for a single patient sample. The initial accu tni result was 0.89ng/ml. The result was reported out of the lab. The original sample was re-tested for accu tni and repeated result was 0.18ng/ml. The sample aliquot was re-spun and then re-run, and a result of 0.08ng/ml was obtained. A corrected report was sent. There was no report of injury, death, or change to patient treatment attributed to this event.

Manufacturer narrative:
Qc is performed each shift and was within range prior to the event. System checks are run weekly. Although no system check data was provided, customer stated that the most recent system check passed all specifications. No system errors were posted to the event log and samples were not flagged with error flags. The specimen was plasma type, collected in a lithium heparin tube with gel and centrifuged at 5,000 rpm for 5 minutes. A field service engineer was not dispatched to the customer's lab at this time as type I verification protocol had recently been performed in early 2008. Beckman coulter inc. (Bci) field applications specialists were on site six days later to assist customer in evaluating pre-analytical sample handling issues and to implement a rerun protocol. This included documenting results in a log to evaluate impact of the rerun protocol on reducing the number of erroneous results reported. Customer has a reflex protocol in place to re-run any accu tni results >0.05ng/ml and <10ng/ml for any patient with no previous elevated accu tni results. Erroneous results from ten days later had been reported to doctor, even though rerun protocol had just been implemented and was noted on the log by bci applications specialist on a return visit. The lab acknowledged that they had not been careful in reviewing this result before releasing it to the doctor. Although pre-analytical sample handling may have contributed to this event, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.